Event description:
The manufacturer received information that a trilogy ev300 ventilator was reported to have a damaged display screen; the screen was cracked, and the images were not visible. There was no harm or injury reported. The customer was provided with a quote for the cost of repairing the damaged display screen. The customer rejected the quote, opting to take responsibility for repair of the damaged display screen themselves. No additional information regarding the repair/restoration of the damaged display screen is available at this time. If additional information becomes available, a follow-up report will be submitted.